Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon was used during an unknown procedure on (B)(6) 2022. A non mdt sheath was also used during the procedure. It was reported during the index procedure the reliant balloon was inserted into the sheath as usual. The prothesis was dilated however while removing the reliant balloon it became stuck at the entrance of the sheath. It was noted that more force than usual was applied to remove. The physician then was able to insert the balloon on the other side and dilate but when attempting to remove the balloon the physician had to also remove the sheath with the balloon stuck in it. The physician removed the balloon with force outside of the patient and reinserted the sheath again. Per the physician the cause of the removal difficulties were related to the device and noted when feeling the surface of the reliant balloon asperities were felt on the distal marker. It was noted that the proximal marker was totally smooth. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the device returned with the balloon folds fully open. The procedural sheath was not provided for evaluation. Crystalized residue was visible inside the balloon. The balloon material was bunched on the proximal end. No deformation or lifting was observed to the distal marker. There was no stretching evident on the catheter shaft. Residue of unknown origin was observed on the catheter tip. The reported removal difficulties could not be confirmed through analysis of the returned device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.